Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient fell and fractured their left femur. Surgeon removed the anato stem and delta head and replaced the stem and head as well as secured with dall miles cables.